Manufacturer narrative:
Following the troubleshooting by the customer, it was determined the issue with the battery was due to the user error. The battery was successfully charged in the charger and the status leds of the battery showed four green lights. The battery was tested with the same platform without any fault or error. Per customer, the battery associated with this complaint will not be returned for evaluation. The zoll personnel retrained the customer on the importance of full battery charging and daily rotation with the autopulse platform.

Event description:
After the patient call, the autopulse li-ion battery (sn (B)(4)) was inserted into the autopulse platform, the platform displayed "replace the battery" message with one bar for battery life. No patient involvement. For the autopulse li-ion battery (sn (B)(4)) used during the patient call see MFR 3010617000-2020-00703.